Event description:
It was reported that the patient developed cardiac device-related infective endocarditis and retrosternal abscess. The patient was treated with percutaneous lead extraction and anti-microbial treatment. The cardiac device/ pacemaker system was implanted (B)(6) 2022 and was then explanted on (B)(6) 2023 due to infection. The patient was later implanted with a leadless pacemaker system. Reference report# mw5171610. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).